Event description:
Allergan's legal department received a letter reporting a patient had "bilateral breast augmentation with silicon breast implants and was diagnosed with lymphoma of the anterior mediastinum." Follow up info indicates that this is a systemic lymphoma. It is noted primary large b-cell lymphoma; that immunostains show the atypical lymphoid cells to be positive.

Manufacturer narrative:
Device labeling reviewed: there were no reported events of lymphoma/alcl, for patients in the core study, in the labeling for silicone implants.